Event description:
It was reported that cartridges were difficult to fully insert and occasionally popped out. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, was out of warranty, and was in process of obtaining new device, and no additional troubleshooting or corrective actions were documented.